Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A medtronic representative went to the site to test the equipment. Testing revealed that the system did not perform as intended. The cranial cannot be logged in to. The cranial was uninstalled and reinstalled, and the issue resolved. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: s7 argus os. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system couldn't launch cranial software, the system showed sr manager failure. There was no patient present.